Manufacturer narrative:
The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the batteries met specifications; the units passed visual examination and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat305003 / 1650 / manufacturing date: 10/15/2015 / expiration date: 10/31/2016 / UDI: (B)(4). (B)(4). Battery - bat304687 / 1650 / manufacturing date: 10/08/2015 / expiration date: 10/31/2016 / UDI: (B)(4). (B)(4). Battery - bat304677 / 1650 / manufacturing date: 10/08/2015 / expiration date: 10/31/2016 / UDI: (B)(4). (B)(4). Battery - bat305764 / 1650 / manufacturing date: 10/19/2015 / expiration date: 10/31/2016 / UDI: (B)(4). (B)(4). Battery - bat305459 / 1650 / manufacturing date: 10/19/2015 / expiration date: 10/31/2016 / UDI: (B)(4). (B)(4).

Event description:
It was reported from the site by the vad equipment coordinator that the patient came in for routine clinic visit on (B)(6) 2016 and reported that all six of his batteries are not keeping more than 2-3 hours of charge. He reports having to recharge his batteries 5-6 times within the 16 hours that he is awake each day. No damage was noted to the batteries or the connections. The vad team did not feel it was safe to discharge the patient home with the batteries in their current state, so they replaced all six batteries from their shelf stock. All six batteries were issued to the patient at the time of his original implant in (B)(6) 2016. It was stated that the issue caused the patient annoyance. No additional information available.